Event description:
It was reported that the customer's bg value displayed as 'low' and as ¿high¿ on the continuous glucose monitor (cgm). The cause of low and high bgs was unknown. The customer consumed carbohydrates to address the low bg level, and the customer delivered a correction injection to address the high bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.